Event description:
On 06/12/2026, htl-strefa inc. Received a complaint notification email. Customer stated: nurse stated she received a needle stick injury, see photo of bent needle. According to the nurse this how it presented after she used it. Htl-strefa made attempt to obtain additional information to the event circumstances. On 2026-06-24, additional information has been provided: customer communicated that follow up treatment was provided to the staff person. The staff person did see a medical provider. She was updated on hep b vaccine. And she will follow up for remaining doses. The patient was negative.

Manufacturer narrative:
The notification state about needle stick injury after insulin administration with droplet safety pen needles. In the complaint notification, no information was provided regarding any deterioration of health of the event participants. It can be reasonably concluded that if such deterioration had occurred, the customer would have included this information in the notification. Htl-strefa made attempts to obtain additional details regarding the circumstances of the event. Additional information obtained from the customer confirmed that follow-up medical evaluation was provided to the healthcare professional involved in the needle stick injury. The healthcare professional consulted a medical provider and received an update of hepatitis b vaccination status with recommendation to complete the remaining vaccination schedule. Furthermore, the source patient was reported to be negative for blood-borne infectious diseases. No defects observed during the internal evaluation, and review the batch history records. Product involved in event was not available. On the provided photo we can see bent needle from the user end. The needle is exposed from safety pen needle. In the instruction for use there is information how to prevent bending needle (IFU point 7). Insert the needle into the flat skin at a 90° angle in one continuous movement until the shield is fully recessed. Deliver the dose. Do not remove the needle until the dose has been completely delivered. Count to 10 before removing the needle from the skin to prevent drug leakage. Do not change the direction of the safety pen needle while it remains in the body as this can result in bending or breaking of the needle. We are aware that, the accidental injury might have led or might lead to the accidental blood exposure (abe). It is defined as an accident associated with exposure to blood, bloody fluids or other fluids, and might have caused or might cause serious infection in the injured third party. Due to fact that the event could potentially cause harm and taking into account that health care professional experience difficulties with using the device, we conclude this event should being reported. The final recommendation of hhe team is: to report the event in us where the event was occurred.